Manufacturer narrative:
The subject device was noted to be a third party repair. Based on the investigation and information obtained, the phenomenon was reproduced when the equipment was inspected by the repair department. Image defects, poor quality have occurred. The cause of the occurrence could not be identified based on the information obtained from this complaint and the results of the investigation. The definitive root cause of the reported issue could not be determined. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device. Should any relevant information is received, this report will be supplemented.

Event description:
It was reported the camera head coupler was loose. The issue was found at preparation for use for a therapeutic laparoscopic surgery. The procedure was completed using the same set of equipment. There was no patient impact, no harm reported due to the event.